Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit did not pass the sample cut test and had multiple blunt spots; however, the repair was not completed because the cutter cannot be repaired and would have to be replaced by the account. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the ends were bent/blunt. During the investigation, it was discovered that the unit did not pass the sample cut test. No adverse events were reported as result of this malfunction.